Event description:
According to the reporter, during a laparoscopic sacrocolpopexy, on fixation of the mesh on the sacrum, the first two devices with got stuck and stopped deploying tacks after two tacks each. It was noted the deployed tacks fell into the patient cavity and were retrieved. Then a third device from another lot was opened and this one stuck and did not deploy any of it's tacks. A new product was opened and used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 174006, 174006 protack 5mm disp in (lot# p3m0918) 174006, 174006 protack 5mm disp in (lot# p3a0294) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that tacks were visible in the shaft. The timing was disengaged for the instrument. No abnormalities were observed. Functional testing found that the trigger was jammed. The trigger was actuated after disassembling the body from the tube. Tacks were jammed in the tube and did not deploy due to the timing disruption. It was reported that the tacker did not fire. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. It was also reported that the component was disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur by an instrument that has been exposed to excessive force while applying helical fastener to a surface. If a helical fastener is fired over improper surfaces it can provoke the exertion of excessive force to the handle causing the unit to disrupt the timing and to a possible jam. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use the instrument on tissue which cannot be inspected visually for hemostasis. A minimum of 4mm tissue thickness is required when applying the helical fastener over underlying bone, vessels, or viscera. Applying excessive pressure against the nose of the instrument may stall and or jam the instrument. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.